Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had seen their dentist who advised them that they are unsure if continued treatment would help with their tooth and gum issue - tooth and the receding gum (only on that tooth). The dentist referred them to an orthodontist. Patient has stopped aligner treatment per byte recommendations this is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.